Event description:
The user facility reported that during a patient procedure the table tilted to the left without being commanded to do so. Hospital personnel utilized the hand control and corrected the table position. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the table and found it to be operating properly. No issues were noted with the table and the reported event was unable to be duplicated. The table was returned to service and no additional issues have been reported. The table is not under steris service contract and is serviced and maintained by the user facility.